Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a type b dissection extended from the left subclavian artery distally to the iliac artery. It was reported that the patient presented with a type b dissection that was creating malperfusion to the renal arteries, visceral arteries, and lower extremities. Upon arrival to the emergency room the patient coded. The final angiogram revealed that the valiant stent graft was successfully implanted. When the patient was being moved from the operating table to bed the patient coded again and expired. The physician stated that the cause of the death was related to the patient¿s malperfusion of all the renal arteries and visceral arteries. It was noted that, post implant, the anatomy looked great and there was blood flow to the renal and visceral arteries. The physician stated that the stent graft was not the cause, that the patient had symptoms for a week, and that he believed the malperfusion over an extended time was probably the cause of the event. No additional clinical sequelae were reported.